Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test using her adc blood glucose meter due to a battery icon appearing on the meter display even after battery replacement. On (B)(6) 2017, customer was a passenger in a car when she experienced "symptoms of high sugar level" described as "sweating very bad and very dizzy" but was unable to test using her meter. The driver of the car called 911 at approximately 8:00am and upon arrival of the paramedics, customer's blood glucose was checked and a reading of 260 mg/dl was obtained on the paramedic meter. Customer further mentioned experiencing vomiting and being "given an IV (unspecified) and something for nausea (unspecified)". Customer was transported to a hospital and upon arrival between 9-9:30am, she was diagnosed with hyperglycemia and treated with insulin. Customer was released from the hospital at 1:30pm. Customer returned to the hospital on (B)(6) 2017 "because (she) was still very sick" and was prescribed lantus insulin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. Meter's power consumption was within range specification. The complaint is not confirmed.

Event description:
Customer reported being unable to test using her adc blood glucose meter due to a battery icon appearing on the meter display even after battery replacement. On (B)(6) 2017, customer was a passenger in a car when she experienced "symptoms of high sugar level" described as "sweating very bad and very dizzy" but was unable to test using her meter. The driver of the car called 911 at approximately 8:00am and upon arrival of the paramedics, customer's blood glucose was checked and a reading of 260 mg/dl was obtained on the paramedic meter. Customer further mentioned experiencing vomiting and being "given an IV (unspecified) and something for nausea (unspecified)". Customer was transported to a hospital and upon arrival between 9-9:30am, she was diagnosed with hyperglycemia and treated with insulin. Customer was released from the hospital at 1:30pm. Customer returned to the hospital on (B)(6) 2017 "because (she) was still very sick" and was prescribed lantus insulin. There was no report of death or permanent injury associated with this event.